Event description:
It was reported that a flogard infusion pump inaccurately infused an unknown solution. The reporter stated that the volume indicated to be infused by the pump did not correspond to the volume remaining in the bag. It is unknown if there was patient involvement associated with this event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A service history review revealed no previous service events that were related to the reported condition. A review of the alarm log did not reveal any alarms or issues related to the reported condition. Initial evaluation was unable to verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and did not identify the reported issue. The reported problem could not be verified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.